Event description:
A patient was revised to address two denali hooks which had disengaged from the bone and migrated. The patient reported experiencing discomfort and pain. This report captures the second migrated hook.

Manufacturer narrative:
Additional data. H6 codes have been updated to reflect conclusion of the investigation.

Event description:
A patient was revised to address to address two mesa or denali hooks which had disengaged from the bone and migrated. The patient reported experiencing discomfort. This report captures the second migrated hook.